Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/08/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/17/2017 with the following findings: during investigation, the battery cap threads were damaged and were difficult to remove. Unrelated to the original complaint, the battery compartment was cracked from below the grip pad to the case seal. Additionally, the audio bolus button was not functional. The audio bolus button cover was removed to find the white slug missing.